Manufacturer narrative:
Device evaluation: two photos were included for evaluation; photos showed the complaint samples. One returned sample was received in used conditions without original packaging. Visual inspection noted the breathing tubing was without damage, however, the breathing bag had a perforation. The tubing passed functional leak testing. The breathing bag did not pass functional leak testing. Based on the analysis conducted in the sample provided, failure mode was confirmed. Therefore, according to the occurrence of this failure condition it was determined that the issue could have been caused by material damaged during process handling at the manufacturing facility. A review of the device history record (DHR) shows there were no observations recorded during manufacture to suggest an issue of this nature would occur with this lot of products. All mitigations that are in place were verified and it was confirmed has been executing according, we will continue to monitor this failure condition in this product for threshold or escalation.

Event description:
Additional information received that there was no patient injury.

Manufacturer narrative:
510k is unknown, no product information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that during the pre-use check, leakage of air from the product was observed. The customer changed the mating device to others, but the event persisted. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.